Event description:
Red status led and beep.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault that the device was flashing red, alongside a failure chirp. The device was unable to provide a test shock with the returned pad-pak, due to inability to power on. Inability to switch on the device was attributed to corrosion of the membrane tail, as a result of adverse storage.

Event description:
Red status led and beep.